Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the event were not reported. At the time this report, the patient was not yet recovered. The action taken with pd therapy was not reported. No additional information is available.